Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8115511. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200753438] noted that did not pertain to the complaint. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use of the bd insulin syringe with bd ultra-fine¿ needle there was an issue with incorrect needle length being found in box.

Event description:
It was reported that during use of the bd insulin syringe with bd ultra-fine¿ needle there was an issue with incorrect needle length being found in box.

Manufacturer narrative:
Investigation summary: customer returned (4) 1cc, 8mm, 31g syringes in an open poly bag from lot # 8115511. Customer states that the incorrect needle length was found in the box. All returned syringes were tested using the length gauge and all fell within specifications for 12.7mm cannula length. However, since the samples were returned in an open poly bag, the issue cannot be confirmed as a manufacturing defect. A review of the device history record was completed for batch# 8115511. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for dimension on lot # 8115511. Based on the samples / photo(s) received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as a manufacturing defects as the samples were returned in an open poly bag complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.